Event description:
Pt admitted to micu on 7/24/95. Receiving atrovent via nebulizer every 6 hours. On 8/30/95, at 1215, treatment was initiated and several minutes later, the rn observed the nebulizer tubing was disconnecting from the ventilator. Tubing was immediately reconnected with no adverse outcome to pt.